Event description:
It was reported that at the patient¿s post op check it was found, through device interrogation and a chest x-ray, that the atrial lead had dislodged. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m55 lead implanted: 2014 (B)(6). (B)(4).